Event description:
It was reported that patient presented remotely with non-sustained right ventricular oversensing exhibited on implantable cardioverter defibrillator. Upon review of stored electrograms, it was noted that the device was post paced t-wave oversensing on the ventricular lead. There was no therapy delivered during the oversensing. There were no interventions performed. The patient was not symptomatic due to the event.